Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was informed about the replacement plan. The customer will use a replacement pump to ensure insulin delivery is not interrupted and has been instructed to return the problematic pump within 10 days.